Event description:
Additional information was received that the on call registered nurse was able to resolve the issue by having the patient/caregiver use the backup pump.

Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event log was reviewed and there was a "cassette not attached properly" alarm. Visual inspection was conducted, the cassette was attached onto the device and it alarmed "cassette not attached properly". The reported issue was verified. The pump was inspected and the it failed functional testing. Further investigation of the pump was conducted and it was determined that a faulty upstream occlusion sensor caused the issue. The upstream occlusion sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump alarmed for upstream occlusion and then displayed "cassette not properly attached." No adverse effects were reported.